Event description:
As per medsun voluntary report #(B)(4). "Extra-gynecological surgical mesh composite polymer patient had laparoscopic hernia repair surgery on (B)(6) 2024. Today dr. (B)(6) stated he could not remember removing positioning balloon from mesh. Patient scheduled for diagnostic laparoscopy to verify if balloon was retained. Laparoscopy performed; balloon identified still attached to mesh on abdominal wall. Balloon retrieved and sent to lab for gross ID. What was the original intended procedure? Mesh implanted. What problem did the user have: not known. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;"

Manufacturer narrative:
As reported, ventralight st w/echo ps balloon was left inadvertently inside the patient's body following mesh implant; the patient underwent subsequent surgical intervention for the removal for echo ps. Based on the information provided the reported event is determined to be use related with no malfunction of the device. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use, supplied with the device states, ¿ventralight¿ st mesh is the only permanent implant component of the device. The inflation adapter and syringe are to be kept external to the patient and discarded after use. The echo ps¿ positioning system (including the balloon, all connectors, and inflation tube) must be removed from the patient and appropriately discarded. It is not part of the permanent implant." And ¿visualization must be maintained throughout the course of the entire procedure. Additionally, laparoscopic removal of the echo ps¿ positioning system must be performed under sufficient visualization of the entire device and surrounding anatomy to ensure proper removal.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.